Event description:
It was reported while the epg (external pulse generator) was being used on a patient, a nurse found that the epg did not perform pacing. The nurse found that the patient connector plug had fallen out of the connector receptacle. The connector was reconnected in around 30 seconds by the nurse and the pacing was restarted. The patient had about 30 bpm (beats per minute) of self heart rate and there were no patient complications. The staff of the hospital checked the connection of the connector but there were no abnormalities found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.